Event description:
It was reported that the healthcare provider (hcp) met a patient today who was going to do an MRI (possible prostate cancer investigation). It was not possible to connect with any of the hcp's 4 clinic programmers. According to the medical records, this has happened to this patient before in (B)(6) 2023 where they could not get in touch with the patient's battery. The patient received their implantable neurostimulator (ins) in (B)(6) 2023. The patient's programmer worked as it should, and has done so all along. However, they have only adjusted the amplitude up and down, nothing else. On (B)(6) 2023 they met with manufacturer representative (rep) where a reset of the system was made and immediately after that it worked as it should. After this, there have been no attempts made to connect to the patient's battery with the clinic programmers until today. As a result, today's examination unfortunately had to be postponed. If surgery were to be necessary, there would also be problems. It was hard to know if the patient would be able to start their battery again if they turned it off and the hcp could not do anything to help the patient then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that a reset of the ins is currently awaiting regulatory clearance and has not been scheduled yet. Since the ins will be interrogated using the new v.5.0 of the dbs clinician therapy app, a new clinician tablet was ordered. The customers are a bit worried and disappointed about the time as the patient has been waiting for a long time, they need to do an MRI as soon as possible and the patient needs to be reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the tel-m reset performed on (B)(6) 2025 was successful and the ins could be in terrogated with the commercial programmers afterwards. The ins was also interrogated with the new clinician tablet that uploaded a firmware update to the ins which mitigates the reoccurrence of this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.